Event description:
Customer reported that fumes from her automated endoscope reprocessor cause her eyes and nose irritation. The customer stated that the fumes were caused by the disinfectant (cidex activated) being left in the resevoir of the automated endoscope reprocessor. Msds for cidex activated was faxed to her. She sought medical treatment at a hosp where she was given a breathing treatment with added albuterol for shortness of breath. No permanent treatment after treatment.